Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 02-feb-2023. H.6. Investigation summary: customer returned one pen needle 32g 4mm pro. Customer reported that pen needles clogs during priming. The pen needles was visually inspected and observed no damaged. Functionality test was performed on pen needle and flow was observed properly during priming without any clogging issues. The alleged issue could not be confirmed based on the sample returned for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure (clog). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not reuse."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged during the priming process. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not reuse."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.